Manufacturer narrative:
A philips field service engineer (fse) visited the customer site to evaluate the reported issue. The fse performed a self test and then restarted the device. Vital sign readings were taken (nbp, sp02 and temp) and all values were present and accurate with the test simulator. The fse also changed the parameters and the device was able to accurately show the changed parameters. The case of the reported issue is unknown. After testing and restarting the device, the device was functioning as expected. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. Reporting institution phone # (B)(6). Reporter phone # (B)(6).

Event description:
It was reported that that the vital signs are not updating from the last taken readings. The device was in use on a patient at the time of the event. There was no adverse event reported.